Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm device placement, inadequate fixation, implanting a damaged neurostimulator, the patient going through an MRI, implanting the neurostimulator after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out. Additionally, severe force applied to the implant (patient fall, accident), and excessive twisting or stretching have been ruled out. However, the patient picked at a scab that appeared 7.5 months after the implant procedure. Additionally, the patient has diabetes which may have contributed to the reported issue. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: patient non-compliance as the patient touched or picked at a scab that appeared (user error-patient). Patient is a poor candidate due to health, weight, age, mental capacity as the patient has diabetes (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their anchor suture eroded through the skin. Additionally, the patient reportedly developed cellulitis due to the exposed anchor stitch. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2025.